Event description:
I am writing in regards to bausch and lomb wetting and soaking solution for gas permeable and hard lenses. I wear hard contact lenses since 1966. Over the years I have used several wetting soltuions including barnes and hind and allergan. Since I have trouble finding these brands in the store now I switched to the bausch and lomb brand. I noticed white discharge in my eye and eyes getting dryer and irritated by the end of the day which never happened before. I started using visine now and then which did help and also splashing my eye with water every night before going to bed and in the morning shower. It helped but the problem has not gone away. I thought maybe I have some kind of infection. Then a few months ago I was in another country and one day my father mentioned of this similar problem after he started using this solution. He also wears hard lenses and on my previous visit I had given him this solution too. So now I know it is this solution that is causing this problem. I have not visited an eye dr yet. Please advise me what to do.